Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise that was not oversensed. Technical services (ts) recommended continuous monitoring. This lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3000 ohms. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise that was not oversensed. Technical services (ts) recommended continuous monitoring. This lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3000 ohms. This lead remains in service. No adverse patient effects were reported. Additionally it was noted that the patient was prepped to undergo a non-conditional magnetic resonance imaging (MRI). This lead remains in service. No adverse patient effects were reported.